Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture date: monitor - (B)(4) - 04/23/2019, belt - (B)(4) - 07/04/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. Review of the patient's download data reveals that the patient experienced an inappropriate defibrillation event at 06:24:42 on the day of their passing consisting of one shock. It was reported that the patient received the treatment shock after collapsing at home. The response buttons were not pressed during the event. Oversensing of low-amplitude cardiac signal contributed to the false detection. Per the patient's ECG recording, the patient was in asystole at the time of the treatment delivery. The patient passed away at 07:15 on (B)(6) in the emergency room after resuscitation was attempted by medical professionals. There is no indication that a device malfunction caused or contributed to the patient's passing.